Event description:
S/p open heart surgery, patient was taken off mechanical ventilator in preparation for transfer to recovery, with oxygen being delivered via resuscitation bag. An immediate drop in blood pressure and heart rate was noted and patient was placed back on ventilator. Vital signs stabilized. Subsequent chest x-ray showed a tension pneumothorax. Chest tube was placed by surgeon. Balve on resuscitation bag appeared to be defective, allowing air to flow only one way.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown, valve - exhalation. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.